Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to work intermittently. The motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a repair requested for unknown reason. The device was sent for preventative maintenance only. Investigation found the unit was working intermittently. No adverse event was reported as a result of this malfunction.